Manufacturer narrative:
(B)(4). Returned test strips evaluated with defect found; black chemistry observed. Meter not returned for evaluation. The most likely root cause is black chemistry due to improper storage. The complaint is reported by a distributor in (B)(6) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer from (B)(6) reported to the distributor on (B)(6) 2015 the following complaint: according to a statement made by the patient the vial was open inside the packing. The strips show now results (measured with both control solutions) which are too low solution 2 = 22 mg/dl (normally 111-151 mg/dl); solution 3 = 33 mg/dl (normally 298-403 mg/dl). Test strip expiration date is 12/15/2017.